Event description:
It was reported that the ilet cartridge was leaking from the side and inside the pump without a drop event, after which the user performed a supply change due to elevated blood glucose reaching 301 mg/dl; the device problem aligns with a fracture of the reservoir component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component fracture of the reservoir leading to leakage. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.